Manufacturer narrative:
Although the device was requested to be returned for evaluation, it has not been received. Without the returned device, a probable cause is unable to be determined.

Event description:
It was reported that a 118" (300 cm) appx 9.3 ml, transfer set w/anti-siphon valve, 3-way stopcock, 2 microclave®, 0.2 micron filter, luer lock generated a leaking filter. Registered nurse (rn) and nurse practitioner (np) stated this was the third one leaking for this patient. The medication leaking was tpn. There was patient involvement however, no harm was reported.